Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (cardiogenic shock, patient outcome) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. It was reported that the patient expired on (B)(6) 2021 due to cardiogenic shock. No alarms were reported for this event. Multiple requests for additional information were sent to the center; however, no further details were provided. The center reported that heartmate 3 left ventricular assist system, serial number (B)(6) would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported through the patient outcome, the patient passed away due to cardiogenic shock. Whether the outcome was device or therapy related was not provided. The device will not be returned for evaluation.